Event description:
On (B)(6) 2007 pt had a night hemicolectomy, venous access port. An ets flex 45 endoscopic articulating linear cutter was used with one reload. An ets 45 3.5mm (blue) reload. On (B)(6) 2007 pt returned to surgery ileocolic resection. Surgeon states leak was on side closed by reload.

Manufacturer narrative:
(B)(4). Device was not returned in eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.